Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on unknown date. Customer¿s blood glucose level was 975 mg/dl at the time of event. Customer stated that they took covid vaccine day before the hospitalization. Customer stated that they did not received insulin flow blocked alarm even after infusion set cannula was bent. Then they performed the high pressure test and had proper alert. Customer stated that they received multiple insulin floe blocked alarm multiple times in past. Customer stated that insulin flow blocked alarm were due to site issue or bent tubing. Customer stated that the event was resolve by simply changing the insulin set and reservoir. Customer declined the troubleshooting for insulin flow blocked alarm because issue was no longer happening. Customer declined the troubleshooting for high blood glucose as infusion set cannula was bent and so as the suspected side effects of vaccine. The device will not be returned for analysis.